Event description:
It was reported via repair work order that the brakes were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the brakes were not working due to a faulty main cable harness #2. Conclusion: customer perform their own repair by replacing the main cable harness #2. A visual and functional inspection was allegedly performed by an unknown individual of the (B)(6) hospital.

Event description:
It was reported via repair work order that the brakes were not working due to a faulty main cable harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.